Manufacturer narrative:
The customer continued to have issues after the initial service visit. Additional service visits were made where it was determined the vacuum pump was not functioning properly. The vacuum pump diaphragms were replaced. During prior service visits, the sodium reagents, the sodium electrode, and the ise sipper nozzle were replaced. "Lower reagent volume" and "abnormal aspiration" alarms were observed on the alarm trace data. The "abnormal aspiration" alarm is an indication of poor sample quality. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The customer pulled and repeated approximately 10 other patient samples and the results were reproducible. The customer replaced the na electrode and the k electrode. The field service engineer (fse) performed primes and ise checks and removed a piece of loose broken plastic that was beneath the electrode block. Ise calibration was successful. The investigation is ongoing.

Event description:
The initial reporter questioned the results of multiple patient samples tested for sodium (na) on a cobas 6000 c (501) module. The customer provided an example of discrepant results for 1 patient sample. The initial result was approximately 162 mmol/l. This result was flagged as critical high. This result was reported outside of the laboratory where the doctor questioned it. The repeat result was approximately 142 mmol/l.